Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, that a thorough evaluation of the lead was performed. Lead returned severed 238mm from the terminal pin, 3 segments were returned. The second segment measures 77mm, and the third segment measures 165mm. Several segments of the lead are missing. Cuts and tears noted in the insulation. Deformed and stretched conductor coils noted. The rs- ptfe is bunched in several places. The clear ma is torn or separated from the eptfe at the proximal end of the proximal spring electrode and the proximal spring is stretched at this point. The proximal hv cable to coil crimp (pigtail) has been pushed distally and has torn the insulation in this area. Visual inspection noted that the trilumen insulation is damaged through to the rs- and distal hv lumens, on the proximal end of the third segment, right where the conductors are severed. There is trilumen insulation webbing damage noted between all three conductors in this area as well. Microscopic analysis indicates the insulation damage was initiated by a localized compressive stress on the tubing surface. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedances. A technical review of stored episodes in the associated device noted noise, oversensing and low r-wave amplitude. An x-ray was performed and identified clavicular lead crush. The lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.